Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic-assisted abdominal sacrocolpopexy, left salpingo-oophorectomy and cystoscopy, and extensive lysis of adhesions due to pelvic organ prolapse and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent partial resection of exposed vaginal mesh on (B)(6) 2013 due to pain. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.